Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient is having muscle stimulation even when the parameters are set to 2-2.5v. The muscle stimulation is disturbing to the patient. Reprogramming options were discussed. No patient complications were reported as a result of this event.